Event description:
It was reported that a merlin.net transmission indicated that the device had gone into backup vvi mode. It was not known if the alert was valid. However, it was noted that the patient had experienced a noticeable increase in the amount of appropriate therapy in the weeks prior to the event. The physician requested that the patient come to the clinic for review, but the patient refused.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Ref MDR 2938836-2014-13762 for MDR regarding patient death.